Event description:
During the implantation procedure, the helix on this lead would not extend after several attempts. Therefore, it was not implanted.

Manufacturer narrative:
(B) (4). Helix would not extend.the analysis on this device is pending. (B) (4)

Manufacturer narrative:
(B) (4). Helix would not extend.the analysis on this device is pending.

Event description:
During the implantation procedure, the helix on this lead would not extend after several attempts. Therefore, it was not implanted.